Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that he was not able to void. Patient stated he had dyslexic problem and was all mixed up and had it too high. Patient stated this started last night and he was ok now. About a week later, patient further reported that he has not had any therapy benefit since trial started (B)(6) 2016. Patient was changed to program 3 by a company representative (rep) on (B)(6). He was under extreme pressure the whole 24 hours. He was only able to relieve himself 5 times all day. He tried to raise stimulation as instructed by rep but he could not stand the pain. He brought down to original setting of 1.4. He voided 22 times since 3 am. Patient stated he almost went to the ER due to the pressure. Troubleshooting did not work because no other program was found in the controller. At the time of patient services transfer, patient stated he was not in pain any more but the pressure was still there. He felt stimulation. It was noted that patient has a follow up appointment with healthcare provider (hcp) the next day. Additional information received from patient on dec 26 2016 reported that he went into retention and had to go to the hospital to have his bladder drained. Patient stated his original symptom was urinary frequency, not retention. He spoke with hcp and rep was advised to turn the device off. Patient stated once the device off, he was able to void again. Patient stated he was not turning device back on and was having lead removed on (B)(6). He was on day 11 of advance evaluation (ae).

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.